Event description:
Patient had hysteroscopy and implantation of essure intrauterine device for permanent sterility. On the follow-up hsg (hysterosalpingogram), both tubes were found to be patent with free spill of contrast. There was lateral migration of the left coil into the ampulla and probable ampullary expulsion of the right coil. Patient continued on depo-provera and returned to surgery for hysteroscopy, laparoscopic bilateral salpingectomy and retrieval of essure coils under fluoro. Intraoperatively the surgeon was unable to visualize either coil with a hysteroscope. Laparoscopically, the left fallopian tube was inspected and the proximal end of the essure coil could be seen through the wall of the fallopian tube. Bilateral tubes were removed. The coil from the right fallopian tube was found partially grown into the omentum in the left upper quadrant of the abdomen. It was excised and removed. Patient was discharged home from hospital.